Event description:
The customer reported a "speaker malfunction" inop was displayed on the intellivue mx700 patient monitor and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.